Event description:
(B) (4). It was reported post a coronary artery stenting treatment procedure, myocardial infarction (m) and patient death occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3mm and the lesion length was 18mm. Pre-procedure was 100% stenosis and post-procedure was 0% stenosis. A2.75x20mm liberte stent was implanted. No attempt made for direct stenting. The procedure was a technical success. At 8 days later the patient experienced a mi. The inferior mi was target vessel related. ECG changes and rise in cardiac markers were observed. The patient was on clopidogrel and asa at the moment of the mi. Occlusion at target lesion site noted as thrombotic; timi flow "0" with 100% stenosis. The patient continued with type iiic unstable angina. Medications included asa 75mg daily/indefinitely and clopidogrel 75mg daily for 12 months. Heparin and iib-iia agents. The same day the patient experienced cardiac death. No additional information available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4): device not returned for analysis.